Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Updated b5 describe event or problem, implant d6a and explant date d6b, adverse event/product problem b1, impact codes h6 and device codes h6.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) is very hard and device presented an inflation and deflation problem, it was also reported that the patient is experiencing difficulties when having sexual intercourse. The ipp was explanted and replaced with a tactra. There were no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) is very hard and device presented an inflation and deflation problem, it was also reported that the patient is experiencing difficulties when having sexual intercourse. The ipp is currently implanted. There were no patient complications reported.